Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for several days. The customer stated that her glucose level did go down and started to feel very sick. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Advised the customer that a tubing clamp will be sent and to call back to complete the high pressure test. No further info was provided.